Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that it was found that the needle cover was detached from the needle when the package was opened, and the needle tip was uncovered. No patient harm reported. It was reported that two needles were found with the needle cover detached. This report addresses the second needle.